Event description:
Device report from synthes (B)(4) reported the following event: surgeon had to schedule a revision surgery on a patient who had the initial surgery on (B)(6) 2013. The patient was implanted with the matrix construct from l4-l5. The revision surgery on (B)(6) 2015 was due to nonunion between l4- l5; postoperative pain and adjacent level disease was also reported. During the revision surgery the entire matrix construct was explanted. Upon hardware removal, the surgeon noticed that the right l4 screw (part# 04.606.655) had a loose cap and that the head of the screw had popped out of the screw shaft (although the screw shaft was solid in the pedicle of the spine). The left l4 screw (04.606.650) on the other hand has a tight screw, but the screw itself into the bone was loose. The surgeon believes that the loose cap along with the loose screw prevented healing possibly due to micromovements. The patient was then implanted with non-synthes product between levels l2-l5. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacture date: 01march2013. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 10 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a 6.0 cannulated polyaxial screw (04.606.650 lot 7288969) was examined upon receipt. The screw was found to articulate as intended and showed minor anodization wear consistent with insertion/explantation. The complaint description notes that the left l4 was rigid and that the locking screw remained tight, however the screw was loose in the bone. A complaint condition of poor screw purchase is typically associated with poor bone quality or the result of toggling from micro-motion in a loose construct. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Relevant drawings for the returned implants were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The complaint condition relating to the left l4 screw was unable to be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.